Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated (bg) levels with no specific value provided for the past three weeks. The customer used the pump to manage bg levels, however the customer stated that sometimes correction bolus would not decrease their bg levels. The customer reported that the possible cause of the bg level was unknown. Troubleshooting was not performed as the event occurred in the past.